Event description:
No additional information on the reported event.

Manufacturer narrative:
Visual examination of the provided pictures identified the stem has wear on the trunnion. No further evaluation can be made from the provided picture. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision 8 years post implantation due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was requested but not released by surgeon. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: part # 00902603335/ femoral head/ lot # 61160421 ; part # 00631005032/ liner/ lot # 62175205. Report source: (B)(6).